Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2014. The cause of death was diabetic ketoacidosis. The caller stated that he thinks the infusion sets were not working. The caller does not know the customer's blood glucose at the time of death. The caller could not confirm the customer's last known recorded blood glucose value because he does not have the insulin pump or the blood glucose meter anymore. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.